Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please specify how many labels were missing of each product code were observed: product code c395 quantity of product involved is 36. Product code c394 quantity of product involved is 180. Product code c389 quantity of product involved is 72. Product code jv398 quantity of product involved is 72. Did these issues present during a procedure? If yes. What was the initial procedure name and date? When did the issues occurred (pre-op, intra-op or post-op)? What was the event day date? Please provide lot numbers for each product codes: product code c395 lot number? Product code c394 lot number? Product code c389 lot number? Product code jv398 lot number?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was to be used. The customer noticed that the label was missing on the individual packaging. No procedure impacted. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: (B)(6) 2020. Corrected information: b1, h1 - it was reported that there was no quality issue with this device. Therefore, this medwatch report is not reportable.